Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: unk t-mars cup lot unk, MDR: 3005751028-2021-00042.

Event description:
A journal article was retrieved from south african orthopaedic journal (2020) that reported a retrospective study from south africa that looked at the outcomes of revision hips using trabecular metal components that were performed at groote schuur hospital. The purpose of the study was to describe the total number of hip arthroplasty surgeries over five years and the ratio of revision to primary hip arthroplasty and indications for revision. The study reviewed 16 revision hips (14 patients) revised with tm revision components. The manufacturer of the initial products were not provided. The indication for revision was aseptic loosening and liner wear. The study population had a mean age of 61 years at time of surgery (range 38-86 years). The average duration of follow-up was 18.5 months (1.8-39.2 months). The study reported one patient (patient 2 from table 2) had an initial total hip arthroplasty with an unknown cemented stem and uncemented cup. Approximately 2 years post procedure, the patient was revised with a tm revision cup and augment due to aseptic loosening and a paprosky 3a defect. One year post revision, the patient underwent a two-stage revision (excision arthroplasty and implantation of an antibiotic-impregnated cement spacer followed by reimplantation of components) due to early cup fixation failure and instability. During the stage 1 revision / excision arthroplasty, it was noted that the tm augment grew in, but the tm cup failed due to cement extravasation during liner insertion that prevented osseous integration. The patient had comorbidities precluding further major surgery.